Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Instruments were returned as worn and in need of replacements. Device was found to be fractured. No adverse event or patient involvement was reported.

Manufacturer narrative:
Visual evaluation of the returned instrument confirmed the reported event; the tasp exhibits signs of repeated use and is fractured on medial side of post. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to the device design, which has since been addressed. This issue was previously investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.